Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device was identified as the probable cause of the overheating reported.

Event description:
The micro drill was sent for eval because it was running on its own during a procedure. A readily available spare device was used to complete the procedure without any delay. No adverse event was associated with the device.